Event description:
It was reported that during an unknown procedure, after a few firings of the device, the jaws were dislocated from the shaft and fell lose. Surgery was delayed. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/07/2009. Information anticipated, but unavailable at this time.